Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient took the 1st test and received a positive result. Several days later the patient took the 2nd test and received a negative result. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: customer stated that she took her 1st test last a few days ago & the results were positive, then she took her 2nd test today & the results were negative, but she was concerned because the test stick had the same lines on both tests. She wasn¿t sure if they were correct because they visually looked the same. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient took the 1st test and received a positive result. Several days later the patient took the 2nd test and received a negative result. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: customer stated that she took her 1st test last a few days ago & the results were positive, then she took her 2nd test today & the results were negative, but she was concerned because the test stick had the same lines on both tests. She wasn¿t sure if they were correct because they visually looked the same. Eua (B)(4).

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2005250, ¿first test was positive, second test was negative, but the customer was concerned because the test stick had the same lines on both tests. Customer was not sure if they were correct because they visually looked the same.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.